Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door failed. User mentioned fridge shows open, but where door was closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door had failed. A field service engineer (fse) confirmed with customer that the device was not registering as closed. The fse inspected all connections and confirmed that the fit of the housing to the hasp was correct and removed the latch and serviced it with conductive grease, then tested the device in the hardware test application, restoring normal operation. Hardware test application testing and proactive inspection were completed. The system functioned as intended after the field service engineer repaired the device.